Event description:
It was reported that during homecare a renasys touch device gave a blockage warning. After changing the canister, the device worked but 5 minutes later it displayed the blockage warning again. The patient was advised to consult for a dressing change. No back-up was available. The serial number is not available.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. Complaint history for the reported failure mode and part number could not be carried out as there was no information for the provided part number in our database system. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. This investigation has now been closed and recorded as insufficient information to determine a root cause, therefore no corrective or preventative actions are required.